Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: " it is reported customer is experienced poor barrier separation. Pir verbiage received, - "customer complains of poor gel separation. We have been receiving what appear to be defective tubes. The gel somehow is mixed with the clotted cells and there is gel separator visible. These samples were collected by 2 different departments and processed separately. We had a similar issue last week as well."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. 30 retention samples from bd inventory were evaluated by visual examination and the coating/additive appeared normal, no defects were observed. Additional, functional testing was performed and no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the customer lot samples. Testing of both customer and control samples was acceptable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "it is reported customer is experienced poor barrier separation. Pir verbiage received, - "customer complains of poor gel separation. We have been receiving what appear to be defective tubes. The gel somehow is mixed with the clotted cells and there is gel separator visible. These samples were collected by 2 different departments and processed separately. We had a similar issue last week as well."